Manufacturer narrative:
A sample device was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported that during an intraocular lens (iol) implant procedure, a lens was implanted with trailing haptic outside of the eye. The surgeon tried to push trailing haptic into the eye but was unsuccessful. Lens was explanted in same surgery. A new lens was implanted into the eye without issue. There was no patient harm.